Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was having problems with the insulin pump and had high blood glucose level. Every time she tried to rewind she was receiving a prime/delivery alarm. During troubleshooting customer stated that she had dropped the insulin pump. Customer stated that drive support cap was sticking out. Blood glucose level was 347 mg/dl. No further information to report.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A scratched lcd window, cracked case, cracked reservoir tube lip and broken belt clip slot noted.